Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure completed with a 20mm valve an 18f manta was used for closure. The vessel was 6.5mm, patients bmi was 24.8 and prior to closure the sbp was 109/52 and act was 354. 30mg of protamine was given and the manta retracted to the correct depth. As the device was about to be deployed the patient coded and chest compressions were administered, the cause of the code is believed to be due to a reaction to the protamine. The manta device was set down on the patient during compressions. Once the patient stabilized the systolic blood pressure was 350. The physician waited until the sbp dropped to 150 and then proceeded with the manta deployment as it was still at the measured depth of 4+1. After deployment non pulsatile bleeding continued from the site. Pressure was held for a few minutes and an angiogram was taken. Some unusual filling was noted near the access site and manual pressure was held as the physicians wired over from the left side. A dissection was seen in the right sfa and a covered stent was placed in the sfa as well as in the rcfa. While this was being completed manual pressure had been held at the access site and hemostasis achieved after about 10 minutes of manual pressure. Based on the provided information the dissections occurred and were not related to the use of the manta device. Per step 5 in the IFU if bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. There is believed to be no device failure. Extended time to hemostasis may occur due to collagen requiring time to create a clot to form the seal. Additionally, an act higher than 250 is indicative of a possible bleeding issue. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: before manta was inserted, the patient was given 30 of protamine as the act was 354. As manta was being retracted to the 5 mark and about to be deployed, the patient coded and needed chest compressions and fluid. The manta was laid down on the patient and remained in the femoral artery, undeployed during this time (about 10 minutes). Once the patient was stabilized, the physicians wanted to proceed with completing the manta process, but the systolic bp was 350. When the systolic dropped down to 150, they proceeded with the final steps of manta deployment as the manta remained at the 5 mark the entire time. After deployment, a fair amount of non pulsatile bleeding continued from the groin site. Pressure was held for a few minutes before taking an angiogram to access the manta deployment at the right femoral artery access site. On angiogram, some unusual filling was noted near the access site in the right common femoral. The physicians decided on balloon angioplasty in the right common femoral. After wiring from the left side up and over to the right side into the right sfa, a dissection was observed in the sfa. The physicians placed a covered stent in the sfa and the right common femoral and the patient became hemodynamically stable. To note, the right groin access site had stopped bleeding after about 10 minutes of pressure after manta deployment and manta was where it was supposed to be on angiogram. Physicians attributed the code to a reaction to protamine.